Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, occlusion alarms. Blood glucose level was 250 mg/dl. Reportedly, the customer changed the infusion site and resumed insulin delivery.